Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Results of investigation: this unit was field serviced by a vyaire medical authorized service technician. The service technician discovered the burnt component while servicing the ventilator for a routine preventative maintenance. The service technician replaced the driver to address the reported issue.

Event description:
It was reported to vyaire medical that while the service technician was evaluating the ventilator and installing the driver power module, the service technician powered on the ventilator and he found the ground wire was burnt. There was no report of any harm associated with this reported event and there was no patient involvement.